Event description:
The product broke when it was inserted but, because the suture was not released, it was used to attach the rotator cuff. Then the remaining part was removed with a grasper in order to avoid entering the articulation.

Manufacturer narrative:
Device investigation narrative - one 72202595 twinfix ultra pk 4.5mm suture anchor with two ultra braid sutures returned. No prep details were provided. This is related to a second complaint with no device returned. The one returned device is used. Visual inspection shows that the shaft and the forks are in good condition. The anchor has been fractured from pressure/force. This observation indicates excessive force was applied. IFU reads: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed. Device evaluated by the manufacturer evaluation codes updated.